Manufacturer narrative:
(B)(4).

Event description:
Per medical records it was reported that on (B)(6) 2009, the patient presented with herniated disc , foraminal stenosis l5-s1. The patient underwent the following procedures: posterolateral fusion l5-s1. Posterior lumbar interbody fusion l5-s1. Posterior lumbar discectomy and decompression l5-s1. Allograft from local bone l5-s1. Placement of interbody device cage l5-s1. Posterior lumbar instrumentation legacy cannulated system with spine plate l5-s1. Per op notes: once the disc was removed, the interspace was cleaned. After that the plates were prepared, a trial was placed and it fit nicely. At this point a 16 x 22 cage filled with bone morphogenic protein was placed in the interspace. Starting awl was used to cannulate the l5 pedicle. It was probed and a long guidewire was placed. After this a 6.5 x 50 cannulated legacy screw was passed into the vertebral body. Local bone graft that had been harvested was placed laterally in the gutters as well as bone morphogenic protein with bone graft. 08 feb 2010 the patient presented with herniated disc stenosis, l4-5 above a previous fused level. The patient underwent the following procedures: exploration of previous fusion and removal of rod between l5 and s1 and pedicle screw at l5. Bilateral lateral fusion l4-5 with repair at l5-s1 using bmp and bone graft. Insertion of peek cage at l4-5. Interbody fusion at l4-5. 5. Decompressive hemilaminectomy, foraminotomy. Internal fixation l4 to l5 to s1 using internal fixation. Plate augmentation at l4-5. Autograft from laminectomy. Continuous neuroelectrophysiological monitoring during the entire case. Per op notes: the disc was removed , the interspace was cleared . Once this was done and the plates were cleaned, a small amount of local bone graft wrapped with bmp was inserted in the interspace. Working out laterally decortication was done at l4, l5 and the sacral ala. Local bone was taken and placed laterally in the gutters as well as bmp with bone graft. On (B)(6) 2012, the patient presented with the following preoperative diagnosis: herniated disk with spondylosis, c5-6 and c6-7. He underwent the following procedures: anterior cervical discectomy, c5-6 and c6-7. Anterior cervical fusion, c5-6 and c6-7. Insertion of peek cage with rhbmp-2 and putty. Preparation of peek cage with rhbmp-2 and putty. Internal fixation using plate system. Difficulty code, the patient was (B)(6), weighed (B)(6). Continuous neuro-electrophysiologic monitoring during entire case. Per op notes: decompression was completed. Endplates were then curetted away. A 9x11 cage filled with half of an extra ¿extra small rhbmp-2 sponge and putty were inserted in the interspace and countersunk. Attention was then carried to the 6-7 level. An 8x14x11 cage filled with half of an extra ¿extra small rhbmp-2 sponge and putty were inserted in the interspace and countersunk. Small osteophytes were taken down on c5, c6 and c7. Once this was done, a number 40 plate was taken and placed over the grafts and lined up nicely with the vertebral body.